Event description:
It was reported that the motor device would not start when in use with the attachment device. It was further reported that a burr device could not be inserted into the attachment device. It was not reported that the event occurred during a surgical procedure. There were no delays to a planned surgical procedure. It was no reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.